Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A customer from (B)(6) reported test results of 10.3% and 7.8% on the a1cnow system. A different system at the inspection center gave readings of 8.6% and 6.5%, respectively the differences between the two comparison tests could be clinically significant. No adverse events were alleged. The customer's a1cnow kit is to be returned for evaluation and a replacement was sent.